Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. Customer checked alarm history and found unexpected alarm and external ram crc error. The customer performed self-test and test passed. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was unknown. Customer changed the battery.